Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing the foreign parts were found in the channel of the subject device. The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) checked the subject device and confirmed the channel was damaged. There was no report of patient injury associated with the event.